Event description:
As reported, a doctor could not depress the deployment button of a 6f exoseal vascular closure device (vcd) as it was "too stiff". It was removed and hemostasis was achieved by manual pressure. There was no reported patient injury. The lesion was the contralateral superficial femoral artery. A femoral approach was made with a6f non-cordis sheath. After that, the sheath was changed to a new brite-tip sheath. After pre-imaging, the vcd was used as per the instructions for use (IFU). The visual indicator window had changed to black-black. Additional information was requested but not provided. The device is not being returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, a doctor could not depress the deployment button of a 6f exoseal vascular closure device (vcd) as it was "too stiff". It was removed and hemostasis was achieved by manual pressure. There was no reported patient injury. The lesion was the contralateral superficial femoral artery. A femoral approach was made with a6f non-cordis sheath. After that, the sheath was changed to a new brite-tip sheath. After pre-imaging, the vcd was used as per the instructions for use (IFU). The visual indicator window had changed to black. Additional information was requested but not provided. The product was not returned for analysis. A review of the manufacturing documentation associated with lot 18392246 presented no issues during the manufacturing process that can be related to the reported event. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint " deployment lever (button) frozen/locked" could not be confirmed. With the limited information provided, without the return of the device, and with no procedural films, the cause of the reported event could not be determined. It is possible that factors related to the procedure, handling, and/or patient anatomy contributed to the reported event. The IFU instructs to ensure that the deployment button is fully depressed and flush against the handle assembly. Caution: care should be taken to ensure that no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to or during deployment of the plug. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.